Event description:
The device was removed from the pt and another device implanted, reason not indicated. Info rec'd on 1/27/97 indicates inadequate rigidity, it did not work to a satisfactory extent in the pt.